Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is in overdischarge. Physician mode recharge (prm) process was reviewed and clearing power on reset (por) to be able to read implantable neurostimulator (ins). They are attempting to read the ins prior to MRI. The patient is to have change out of the ins to primary cell because of history of not being a complaint recharger. No patient symptoms were reported. Troubleshooting resolved the issue.